Event description:
Pt attached the sensor to the applicator device but the device would not release the sensor to insert it. The button to release / insert the sensor would not depress. He had to use another sensor the dexcom system for over 5 months and is familiar with the system. Pt has the box and sensor in his possession, requested member keep on hand for 60 days in case MFR wants to retrieve. Pt is ok with MFR calling "im directly at (B)(6)."